Event description:
The reporter stated that she did back to back blood glucose testing, within 5 minutes for all 3 tests, using different finger sticks and strips. Her results were 149, 328, 291 mg/dl. She did not have any symptoms. A control test could not be done due to lack of supplies. Follow up attempts to contact the reporter have not been successful.